Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, approximately 7 months post successful transfemoral transaortic valve replacement with a 23mm sapien 3 ultra valve the patient returned to the hospital with symptoms and was found to have severe paravalvular leak (pvl). Of note, there was mild pvl noted after initial implant. A 23mm commander delivery system was used to post dilate the valve with an additional 5cc's of volume to treat the pvl. The pvl remained so the decision was made to use a larger commander delivery system, a 26mm, with an additional 1cc to post dilate the valve again. After inflation, echo imaging showed pvl was better and mild central regurgitation was noted. The decision was made to prep a new 26mm sapien 3 ultra resilia (s3ur) valve and implant it within the first valve. The final echo imaging revealed the pvl had been resolved. No central regurgitation was noted at the completion of the retreatment.